Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient had their spinal cord stimulator (scs) for lower extremity pain, but they had not charged or used the scs for four years. The hcp also reported that the patient was not able to communicate with their ins to put it into MRI mode. They wanted to know if the patient was eligible for an MRI of the foot. The patient was redirected to follow-up with their managing hcp to address their possible overdischarge and confirm MRI eligibility. No symptoms were reported. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported the patient has not used the device for quite some time and it has been a few years since he last charged it. The patient reports since implant he had trouble getting the strength to the right level, they could never get it set right. He felt like he was being shocked with a taser. He had to quit using it. They changed his medication for neuropathy and after a month or so the medication started working well for his pain. The patient was scheduled for an MRI and it was reviewed he will not be able to into MRI mode if he had not charged for so long. The patient was redirected to their healthcare provider (hcp), no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via manufacturer's representative. It was reported the ins was over discharged and patient needed MRI. Patient did not maintain charge. Patient to be jumpstarted. It was reported the issue has resolved. No symptoms reported. No further complications were reported/anticipated.